Event description:
It was reported during use of the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the user noted foreign material within one hundred sixty (160) tubes after centrifugation. No health impact or consequence reported.

Manufacturer narrative:
Lot number: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1. Initial reporter phone #: (B)(6). H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The visual evaluation of the photos confirmed the customer¿s failure mode of fm. The retentions could not be inspected as the lot number is unknown. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.